Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to recurring incontinence and a leak in the balloon. A new 61-70 cmh2o balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.